Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using relion® insulin syringe the needle hub separated from device. The following information was provided by the initial reporter: it was reported needle hub separated and stayed inside of the shield

Event description:
It was reported while using relion® insulin syringe the needle hub separated from device. The following information was provided by the initial reporter: it was reported needle hub separated and stayed inside of the shield

Manufacturer narrative:
H6: investigation summary customer returned (1) victoza pen. No syringes were returned by the customer. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9176542. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833554] noted for out of spec shield pull h3 other text : see h10.